Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308. A: patient information was requested from the customer by ge healthcare; however, no patient information has been provided. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During mr table movement out of the bore, a patient¿s foot became caught in a handhold on the raised table armboard while the patient was moving their legs, resulting in a fractured femur. The patient was removed from the mr system, and the fracture was treated surgically.